Event description:
It was reported that the needle detached from the bd nexiva¿ diffusics¿ closed IV catheter system when pulling it out of the patient's right elbow flexor. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we tried again to cannulate the right elbow flexor with a new pink nexiva, when pulling the needle out, the needle and the plastic cannula part had separated from each other in the middle of the cannula part."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer.

Event description:
It was reported that the needle detached from the bd nexiva¿ diffusics¿ closed IV catheter system when pulling it out of the patient's right elbow flexor. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we tried again to cannulate the right elbow flexor with a new pink nexiva, when pulling the needle out, the needle and the plastic cannula part had separated from each other in the middle of the cannula part."